Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported the surgeon followed the surgical technique recommended for pyrocarbon mcp hand surgery. The surgeon inserted the proximal size 30 implant (in the left ring finger) and used the proximal impactor to push the implant until it was flush with the osteotomy. The implant was sitting slightly proud so the surgeon used the implant extractor to carefully remove the implant, once the implant was removed it was noticed that the end was still in the metacarpal medullary canal of the pt. Add'l info was requested by integra.